Event description:
Additional information received from the patient reported that a manufacturing representative (rep) met the patient at their doctors on (B)(6) 2015 and the stimulator was reset.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer reported seeing a call your doctor icon and a 574 error code on their programmer. The night prior to the report the patient was in pain and they went to adjust their setting and the programmer showed a 574 error code and the stimulator turned off. The implantable neurostimulator (ins) had been programmed previously. The patient removed the batteries from the patient programmer and it would not reset. The patient had their device checked by a manufacturer representative in (B)(6) 2015 and (B)(4) of the battery had been used. The manufacturer representative figured the patient would get about 6 months of therapy from their ins. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.